Event description:
It was reported that the clinician felt that the atrial preference pacing is masking the patient being in atrial fibrillation (af) and atrial flutter. It was also reported that the clinician watched the patient go into af and that "it took longer than she felt it should to mode switch" and was questioning whether the device could be programmed differently so it doesn't pace so much into the af. The device reached elective replacement indicators and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the clinician felt that the atrial preference pacing is masking the patient being in atrial fibrillation (af) and atrial flutter. It was also reported that the clinician watched the patient go into af and that "it took longer than she felt it should to mode switch" and was questioning whether the device could be programmed differently so it doesn't pace so much into the af. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.